Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the crystallization was likely caused by foreign matter became trapped between the electrical contact points of the electrical connector and the electrical contact points of the system, or that temporary contact failure due to water ingress prevented the image signal from being transmitted properly; however, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited internal crystallization. There was no patient involvement.